Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after receiving shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which was detected as ventricular tachycardia (vt). In addition, there was possible intermittent atrial undersensing noted on stored electrograms. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.